Manufacturer narrative:
The cause for the difficulty reported could not be reliably determined as teh subject device was inadvertantly sent the MFR instrument repair laboratory facility. There the device was evaluated and no discrepancies were found.

Event description:
During an unspecified procedure, the staples did not form properly. The hosp has reported that no pt injury occurred.